Event description:
The reporter stated that the surgeon was using a 20.5 diopter three piece collamer lens model cq2015 into patient's eye and the cq cartridge-fp tore the lens. The lens was removed without enlarging the incision. No patient injury. This is the first of two incidents that this happened to on this patient. See manufacturers' report # 2023826-2006-00868 for the second incident.

Manufacturer narrative:
The cartridge was not returned for evaluation however, the lens was returned and visual inspection shows a portion of the optic is torn off & missing, and one haptic is torn. There is clear surgical residue on the lens.